Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant medical products: 419488, implantable pacing lead, implanted: (B)(6) 2011; 5076-45, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the patient is deceased and died two years, nine months post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported that a remote monitor transmission was received and noted a lead warning and non-sustained ventricular tachycardia (vt) had occurred. The clinic staff was unable to contact the patient and emergency medical services was called and found the patient ¿vital signs absent¿. Resuscitation efforts were unsuccessful. Episodes of lead noise were observed on the right ventricular lead. The death was classified as a cardiac death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.